Event description:
It was reported that during a tubal ligation procedure, the device had pushed the seal of the instrument into the pt's abdomen. The seal was retrieved. There was no pt consequence. The case was completed with another device of the same product code.